Event description:
The day of the index procedure, the patient had angioplasty and stenting of the saphenous vein graft (svg) of the first obtuse marginal branch, as there was in-stent restenosis of an unknown cypher. This was treated with a 3.0 x 16mm taxus stent. The ostial left circumflex artery was also treated with angioplasty. A year and four months post index procedure, the patient returned for a repeat angiogram. It was noted that the ostial svg to the left anterior descending branch (lad), the left circumflex and the obtuse marginal vessels had stenosis. The svg to the lad was treated with a cypher stent and plans were made to bring the patient back for a staged intervention to treat the left circumflex. Approximately a month later, the patient returned for the percutaneous coronary intervention (pci) to treat the left circumflex. The lesion was treated with angioplasty and stenting of the distal left main into the left circumflex artery with a 2.5 x 23mm cypher stent. Additionally, angioplasty of the proximal/ostial lad was done in order to preserve the lad. Approximately 11 months later, the patient returned for a repeat angiogram, and was found to have severe in-stent restenosis within a previously placed cypher stent in the proximal portion of the svg to the lad, severe de novo stenosis of the svg anastomosis to the lad, severe in-stent restenosis within the left main bifurcation and angiographically intermittent stenosis within the svg to the obtuse marginal system. The patient was treated with a taxus stent to the proximal svg to the lad and a taxus stent to the anastomosis of the svg to the lad. The patient was admitted for overnight observation, and discharged the following morning. There were plans to bring the patient back in 3 to 4 weeks for staged pci to the left main/left cx and to conduct an intravascular ultrasound of the svg to the left circumflex system. Two days later, the patient presented to the urgent care for recurrent angina symptoms and elevated cardiac biomarkers. On admission, the patient's troponin was elevated at (3.84) peak, meeting the protocol definition of a myocardial infarction (mi). The patient was admitted and underwent cardiac catheterization in 2008. Angiogram results revealed severe stenosis within the entirety of the proximal portion of the obtuse marginal branch and severe in-stent restenosis in the previously placed cypher stent in the proximal portion of the graft and de novo stenosis involving the entire portion of the graft. The patient's restenosis of the cypher stent and the de novo stenosis of the proximal svg to the obtuse marginal branch were treated with a taxus stent. A taxus stent was also used for the in-stent restenosis of the cypher that had been implanted in the first obtuse marginal branch to the left circumflex. Of note, the patient experienced an intra-procedural cerebrovascular event and congestive heart failure. The patient was discharged 6 days later. The patient was enrolled in the study in 2005. The patient underwent percutaneous transluminal coronary angioplasty and stenting of the ostial and proximal left anterior descending branches, utilizing two overlapping cypher stents (3.0 x 13mm cypher and 2.5 x 23mm cypher).

Manufacturer narrative:
This medwatch reflects two products with the same unknown catalog and lot numbers. This is one of four products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2009-00213 and 3003742446-2009-00214. Information received from the study indicated that a patient experienced restenosis after having coronary artery stents implanted. The only medical history known about the patient is previous coronary artery bypass graft surgery. There are no vessel/lesion characteristics or procedural details provided. The target vessel treated at the index was the ostial and proximal left anterior descending branches, utilizing two overlapping cypher stents (3.0 x 13mm cypher and 2.5 x 23mm cypher). The day of the index procedure, the patient also had angioplasty and stenting of the saphenous vein graft (svg) to the first obtuse marginal branch (om), as there was in-stent restenosis of an unknown cypher. This was treated with a 3.0 x 16mm taxus stent. The ostial left circumflex artery was also treated with angioplasty. A year and four months post index procedure, the patient returned for a repeat angiogram. It was noted that the ostial svg to the left anterior descending branch (lad), the left circumflex (cfx) and the om vessels had stenosis. The svg to the lad was treated with a cypher stent and plans were made to bring the patient back for a staged intervention to treat the cfx. Approximately a month later, the patient returned for the percutaneous coronary intervention (pci) to treat the cfx. The lesion was treated with angioplasty and stenting of the distal left main into the left circumflex artery with a 2.5 x 23mm cypher stent. Additionally, angioplasty of the proximal/ostial lad was done in order to preserve the lad. This is a common procedure performed to maintain the patency of a vessel when stenting an adjacent vessel that could have a negative impact on the non-target vessel. Approximately 11 months later, the patient returned for a repeat angiogram and was found to have severe in-stent restenosis within a previously placed cypher stent in the proximal portion of the svg to the lad, severe de novo stenosis of the svg anastomosis to the lad, severe in-stent restenosis within the left main/cfx bifurcation and angiographically intermittent stenosis within the svg to the om system. The sterile lot numbers for the devices involved are unknown, therefore, a device history report review could not be conducted. Restenosis, mi, congestive heart failure and cerebrovascular events are all known potential adverse events associated with implanting coronary artery stents. Given the extent of the patient's coronary artery disease review of the available information suggests that patient factors and the progression of coronary artery disease may have contributed to the restenosis, mi and congestive heart failure. There is not enough information provided to conclusively determine what factors may have contributed to the reported event of cerebrovascular event.